Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Taperloc complete primary femoral porous coated stem reduced distal 18x156mm high offset type 1 taper. Examination of device records found no evidence of product non-conformance. Review of the device confirmed the reported condition, as a tear and scratching of the pouch were identified in a photo. It was noted during the evaluation, that the adhesion around the blister was well covered, indicating that sterile barrier was intact. A conclusive root cause of the event could not be determined, as all the packaging material was not returned.

Event description:
It was reported that during an initial right total hip arthroplasty procedure, the inner packaging of the femoral stem was found to be damaged. Another stem of the same size was used to complete the procedure.